Event description:
I had a knee replacement on (B)(6) 2012. The surgeon used a buechel-pappas rotating platform prosthesis. (B)(6) after surgery, I started to experience an open incision and severe dermatitis. In (B)(6) 2012, I was referred to stanford hospital where I remain under physician's care. I am allergic to the metal in the prosthesis. My physician, dr (B)(6) at (B)(6) has made numerous attempts to contact buechel-pappas and they have not responded to his messages. It is imperative they provide data on the substances used in the prosthesis. My investigation shows they have been sued by the FDA and have had products recalled.